Event description:
Reporter reported a transfer set whose spike broke during connection in 2006. The transfer set was subsequently replaced by another one of the same lot (h05j10095), but the home pt did not receive antibiotic therapy. No pt injury or further medical intervention was associated with this incident.

Manufacturer narrative:
The reported event could not be confirmed in the lab. There are no further measures to be taken relative to this incident renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.